Event description:
A patient, with hypertension, underwent a percutaneous transluminal coronary angioplasty (ptca) in early 2009 via a 6 fr procedural sheath. The access site was in the mid right common femoral artery, and over the mid femoral head. It was noted that the bladder was full at the time the femoral angiogram was taken. The ptca lasted approximately 1 hour and 10 minutes, and there were no procedural sheath exchanges performed. During the procedure, an integrilin bolus, an integrilin drip, and heparin were administered. At the end of the intervention, the trained physician deployed a mynx vascular closure device, reportedly per the IFU. At the end of the mynx procedure, hemostasis was achieved and the patient was given plavix (450mg per oral). The patient was transferred to recovery without incident. While in recovery, and reportedly post ambulation, the patient's blood pressure started to decrease. A CT scan of the abdomen and pelvis were performed indicating the presence of a retroperitoneal hematoma. The patient underwent a transfusion consisting of 2 units of packed red blood cells. A second CT scan was performed the following day which indicated the retroperitoneal hematoma had decreased. No further treatment was required and no further clinical sequelae were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided. Based on the limited information provided, the root cause of the incident could not be confirmed. There is no evidence to suggest that the mynx device did not perform as intended.